Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. -patient had an esophagogastroduodenoscopy (egd) with dilation and was admitted for IV fluids on (B)(6) 2017. -device explant due to severe dysphagia occurred without issue on (B)(6) 2017; it was noted at the time of explant "she is essentially unable to tolerate any oral intake". -device was found in the correct position/geometry at time of removal.